Event description:
It was reported to philips that the system would not turn on, preventing the system from booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Analysis of the log file showed a marathon ups failure. Upon troubleshooting, the fse determined that the fuse on the ups controller board had blown. To resolve the issue, the fse replaced fuse on the control board, and the system started without any other problems. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.